Event description:
The initial attorney report alleged pain/recurrent, hernia/adhesions/infection/obstruction/explant defective, mesh/permanent injuries. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2003: ventral hernial repair with incarcerated segments of the small and large bowel implanting composix e/x mesh. On 04/25/2006: emergency room visit for abdominal pain. CT scan revealed significant small bowel incarcerated into a recurrent ventral hernia. No severe discomfort at the time of examination therefore hernia repair will be postponed. Symptoms treated with occasional laxatives. On (B)(6) 2006: large ventral recurrent hernia with explant of previously implanted mesh and implant of a composix kugel mesh. Multiple adhesions containing loop of bowel were removed. On (B)(6) 2007: hospitalization for abdominal pain. Diagnosis: diverticulitis with abscess - treated with antibiotics.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh. As a result, we are submitting this MDR based on the additional information received. The information provided indicated that the patient was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. A manufacturing review of device history records was performed and no evidence of a manufacturing related cause was found for the alleged event. Additionally, no sample has been returned, therefore, no evaluation could be performed. With the currently available information, no firm conclusions can be drawn. If additional event and/or evaluation information is obtained, a follow-up MDR will be submitted.